Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the patient was showing on the server but not on the bd pyxis¿ medstation es station. A field service engineer contacted an on-site representative and reached out to the lead technician regarding the issue. The technician initially believed the system was functioning correctly after a data sync and indicated that the issue was non-urgent. Further investigation was planned. Later, the technician left a message stating that the hard drive had already been replaced, which was believed to have resolved the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation es patient was showing on the server but not on the bd pyxis¿ medstation es station. There were no adverse events or injuries reported based on this incident.